Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the proximal to mid right coronary artery (rca). It was a diffuse lesion with a 99% stenosis, and was severely tortuous and calcified. The physician predilated the lesion with a 2.0x15mm non-bsc balloon, and then implanted a 3.50x32mm taxus express2 drug eluting stent in the proximal rca. The physician then attempted to implant the 3.00x32mm taxus express2 drug eluting stent in the mid rca using the parallel wire method, but the stent was caught on the already deployed taxus stent in the proximal rca and the stent delivery system (sds) was unable to cross the lesion. The sds was removed from the body, and it was noted that the stent was lifted up. The procedure was discontinued because there was no alternative stent in the hospital. The pt condition is listed as good.